Manufacturer narrative:
After additional review fdp (B)(4) better captures the allegation of bladder infection. Fdp (B)(4) replaces previously submitted fdp (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported that she had a bladder infection ((B)(6) 2018), and was given strong antibiotics. The bladder infection was resolved on (B)(6) 2018 but her symptoms had continued, so she had been trying to use the patient programmer (pp) to check the ins. The patient noted having ic as another bladder condition that causes burning and feels like a bladder infection. The patient stated that ic was not the reason for the implant. The patient reported poor communication that started about 1.5-2 weeks before the call. The patient stated that she has connected the pp to ins intermittently a few times and was able to confirm stim was on. The patient stated that her last programmed setting was 0.9v. During the call, the patient tried to use the pp with and without the antenna. This did not resolve the poor communication. The patient tried to reposition the antenna and place the pp directly over ins, but this did not resolve the poor communication. The patient was transferred to repair. No further complications were anticipated/reported.